Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the pump unexpectedly shut down. The pump was able to be turned back on when plugged into a power source. It was determined that pump was accidentally put into storage mode. Customer had elevated blood glucose levels (250 mg/dl).